Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced inaccurate freestyle libre 3+ continuous glucose monitor (cgm) readings, with the sensor showing ¿low¿ while a finger stick confirmed a highest blood glucose (bg) of 390 mg/dl. The user later received repeated ¿sensor unavailable¿ alerts. After unsuccessful rescans and one failed replacement sensor due to a bent needle, a new working sensor was inserted on (B)(6) 2025. The user's blood glucose (bg) levels then returned to range. The user's reported symptom was irritability. The user's blood glucose (bg) was corrected by replacing and reconnecting the sensor to resume ilet insulin delivery. No outside assistance or medical intervention was required at the time of call.